Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the following verbatim. The compliant is around identified smartsite restriction found in secondary gravity infusion and pump infusions using smartsite part number 620-00140. The issue was discovered by a third party developmental partner that is currently working with bd. It was identified that certain smartsite(s) were showing sign of flow restriction causing up to 50% flow rate reduction in gravity use scenarios. Secondly when being used as a secondary infusion with the pump it was causing increased pressures in the line contributing to pressure alarms and concurrent flow from the primary infusion line.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. There was product returned for review to r&d, but a report was unavailable for the investigation. No product was available for the investigation team assigned directly to this complaint. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.